Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that pacemaker went into lockout mode due to noise on the right ventricular lead and was sending multiple alerts to the clinic. Further information was requested, however, was not provided.